Event description:
Upon opening the white box of procedure pack, we removed the foam collar from handpiece blister pack. A crack in the lower corner of plastic noted. Handpiece not sterile.

Manufacturer narrative:
The user observed a crack in the clear casing. Evaluation of the returned unit confirmed a crack in the plastic casing compromising unit sterility. No stress marks indicating internal product contents caused crack or puncture were observed. Two dents were also observed in the box the packaged unit was in. The unit was returned in the original tray with the seal still attached. The unit was never used on a patient. This complaint is still under investigation to determine the root cause of the crack. Currently believed to be caused by environmental conditions (i.e. Temperature in extreme cold).